Manufacturer narrative:
Exemption e2015054. (B)(4). One complaint was received during this report period. The investigation is currently pending. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction event which is associated with the materials used to construct the cover or outer wrapping of the device. Patient information was confirmed for this event. (B)(6).